Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Site did not return the damaged clamp to manufacturer, therefore, findings are not possible.

Event description:
A medtronic representative reported that the tightening screw for the spinous process clamp did not open the clamp, they were able to tighten but not loosen. There was no patient present when this issue was identified.